Event description:
A 2007 hernia repair with prolene mesh nothing but problems had to get it removed within first yr due to mesh failure. Should have done more testing on product had to get remove yr later but couldn't take the plug out. Nothing but pain, discomfort, and nerve damage. Bad product, I'm in more pain now than before. Now they can take it out with out serious surgery and complications.